Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 345 during an infusion (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was less than a 15 minute delay of infusion. Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 345 alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation found the device to operate as designed with no assignable cause for the error. The device was monitored during the repair procedure to ensure proper functionality. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04781 can be removed from the FDA database.